Event description:
Dealer reports the frame snapped near the weld by the push pins in the front leg. The end user did fall and received bruising from the fall. The end user did not seek medical attention.